Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/28/2013 with the following findings: evaluation revealed that the pump powers with an audible tone, no vibration alarm and a blank display. Removed pump case and there was evidence of moisture contamination found inside pump, on display flex cable, vibrator motor and other associated electrical components. There was moisture in the pump.

Manufacturer narrative:
Date of submission was 07/25/2013 not 07/24/2013 and the pump has been returned and evaluated by product analysis on 07/01/2013 not 06/28//2013 as previously reported.